Event description:
The customer reported the screws could not be inserted. They are unable to confirm but state it is possible a small sliver of the screw may have been retained in the patient's bone.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields were updated based on the device being received for evaluation. Supplemental report one of two for the same event, see also 1032347-2015-00231-1.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.

Manufacturer narrative:
The returned screws were evaluated for the complaint that the screws could not be inserted into the patient¿s cranial bone. Upon evaluation the complaint was confirmed as the screw tips were broken. The screw dimensions were evaluated using an overlay and the remaining threads were found to be within tolerance. Review of device history records show the lot released with no recorded anomaly or deviation. There are no indications of manufacturing defects. The most likely underlying cause of the deformation is excessive force applied during handling or insertion of the screw. Supplemental report one of two for the same event, see also 1032347-2015-00231-2.